Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2003 -- implant of kugel patch. On (B)(6) 2005 -- exploratory laparotomy with near total gastrectomy, roux-en-y reconstruction and splenectomy, explant of kugel patch. On (B)(6) 2005 -- the patient underwent ventral hernia repair with composix kugel hernia patch. On (B)(6) 2006 -- the patient underwent additional surgical intervention, partial excision of infected abdominal wall composix kugel hernia patch and implant of collamend graft. On (B)(6) 2006 - (B)(6) 2007 -- right sideventral hernia recurrence. On (B)(6) 2007 -- hospital admission: hernia recurrence in the right lower quadrant of the abdomen. CT indicates a large amount of bowel exiting from defect. On (B)(6) 2007 -- repair of right ventral incisional hernia, reapproximation of collamend graft. Graft did not appear infected and was still intact with separation of the sutures from the lateral side wall. On (B)(6) 2008 -- hernia repair with unspecified mesh.

Manufacturer narrative:
The patient's attorney initially reported a single mesh, which was filed with the FDA under MDR 1213643-2011-00733 when davol was originally made aware of the complaint. However, medical records were later received that identified two additional meshes. Currently, it is unknown whether the device may have cause or contributed to the reported event. The patient is reported to have developed an infection. While there is no indication in the medical records that the mesh was the source of the patient's infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find any discrepancies. Additionally, no sample has been returned; therefore, no device evaluation could be performed. If additional information is provided, a supplemental MDR will be submitted. Refer to MDR 1213643-2011-00733 for information regarding the kugel patch implanted on (B)(6) 2003. Refer to MDR 1213643-2012-00402 for information regarding the collamend graft implanted on (B)(6) 2006.